Event description:
It was reported that the customer had a sensor not working properly. The blood glucose level was unknow mg/dl. The customer stated that their is large discrepancies between sensor glucose and bllood glucose. The troubleshooting was performed. The customer was advised to change sensor.no further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.